Event description:
It was reported that a patient with an x-stop implant underwent a removal. No other information was provided.

Manufacturer narrative:
Method - device not returned, a follow up conversation with company representative.